Event description:
This rv lead was implanted on (B)(6) 2011 and was capped on (B)(6) 2014 due to high pacing thresholds. The physician was dr. (B)(6). No other information is available this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)